Manufacturer narrative:
Physio-control evaluated the customer's device. During review of the device download data, the issue was verified. Though physio could not duplicate a device reset, the technician was able to duplicate a power issue - the device shutdown unexpectedly during testing. Internal inspection revealed a red and yellow wire from battery wire harness pinched under the system pcb. Physio replaced the battery wire harness and the device passed functional and performance testing and was returned to the customer for use.

Event description:
Physio-control received a report from the customer that during use, the lp15 auto-power cycled twice. There was no patient harm reported associated to the device issue.